Event description:
Patient reported obtaining back-to-back blood glucose results of 333 mg/dl and 138 mg/dl, while using the suspect device. Patient indicated that therapy was not modified based on these results. No patient injury was reported and no treatment was received. A level-one quality control test was performed on the system and the result was within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.